Event description:
(B)(4). Since the first day essure was put in me it had started causing me to have sharp cramping pains I told my ob-gyn what was happening he told me it would pass well it didn't then it got worse from then on. I started gaining weight losing my hair having even more sharp pains I was tired all the time found out my b12 levels were really low it hurt to have intercourse with my husband and then I started to bleed while having sex even though it wasn't time for my menstrual I would get major migraines my feet would hurt and feel swollen every single day the sharp pains in my abdomen got worse as the years went on the list goes on and on. Thankfully I had them removed (B)(6) 2016. A few of the horrible side effects have gone away some haven't